Event description:
It was reported that the patient had several pauses in the bipolar configuration. No noise was seen on the intracardiac electrogram but oversensing and low lead impedance were confirmed. Isometrics and pocket manipulation could not reproduce pauses. This was resolved by changing the ventricular polarity to the unipolar configuration.

Manufacturer narrative:
No medwatch form was received.